Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the sensor patches kept falling off. Patient reports that she was not wearing a sensor on (B)(6) 2013, and had to go to urgent care because she experienced a racing heart, high ketones, and a blood glucose value of 343. At urgent care, she received an EKG and was tested for protein and ketones. The physician sent her home and told her to drink water, and patient's endocrinologist called in nausea medication for patient just in case. At the time of contact with dexcom technical support, patient reported she had a slight headache but was feeling much better.